Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to prior combination of deep vein thrombosis (dvt) and pulmonary embolism (pe) preoperatively for hip surgery. Patient is alleging tilt, vena cava perforation, organ perforation (mesenteric). The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "filter device is present within the inferior vena cava. The anchor struts extend beyond the confines of the wall of the ivc however no penetration of adjacent vital structures is identified. The tip of the ivc filter is positioned at approximately the level of the renal veins. No abnormal tilt is present. No strut fracture is identified. No identifiable stenosis of the inferior vena cava is present.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) perforation, organ perforation (mesenteric), anxiety, mental anguish and stress. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, mental anguish and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.